Event description:
Allegedly revised due to broken component.

Event description:
Allegedly revised due to broken component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Although attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00162, 00163, 00164.